Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (IV) catheter was used to treat a lesion located in the iliac artery. All 300 pulses were delivered successfully. After delivering the pulses, the physician attempted to pull out the catheter however, the balloon could not be deflated. However, the physician was able to get the balloon to the common femoral artery and under ultrasound, the physician punctured the balloon with a microneedle. After it was deflated, the balloon was able to be safely removed from the sheath. There was no patient sequelae reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination could not be performed. Based on the information provided, the balloon would not deflate therefore, a microneedle was used to puncture the balloon in order to deflate it. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.